Event description:
According to the literature article, a 55-year-old male underwent laparoscopic roux-en-y gastric bypass with 45 millimeter gold tristaple reload which was used to create the jejuno-jejunal anastomosis. The patient deteriorated rapidly 36 hours post-operatively. The patient was presented with hematemesis, concomitant pyrexia and a drop in hemoglobin to 180 grams per liter (g/l) and a lactate of 2.4 millimoles per litre (mmol/l). Urgent computed tomography (CT) scan of the abdomen was performed which showed an intraluminal hematoma at the jejuno-jejunal anastomosis site with concomitant small bowel obstruction (sbo) and distended remnant stomach. The patient underwent laparoscopy where a massive amount of clots were found when the anastomosis was opened, causing a small bowel obstruction. Bleeding was identified at the staple line and treated with bipolar diathermy. Patient resumed oral intake post-operative day 2 and was discharged on postoperative day 12. The patient had no further complications.

Manufacturer narrative:
Concomitant medical products: unknown endo gi (brand name: unknown endo gia instrument, lot number: unknown) title: laparoscopic management of obstructing blood clot at jejuno-jejunal anastomosis post laparoscopic roux-en-y gastric bypass source: obesity surgery (2022) 32:2488¿2489. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.